Manufacturer narrative:
H10: on 10oct2023, it was confirmed by the field service engineer (fse) that the device had produced the machine and proximal pressure sensor failure error code, along with the check vent: 5v supply failed, check vent: overvoltage protection circuit failure (ovp) circuit failed, and check vent: 35v supply failed error codes. The motor controller (mc) printed circuit board assembly (pcba) was replaced to resolve the error code issues. The fse completed run testing and function testing following the repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a machine and proximal pressure sensor failure error code. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the field service engineer (fse) that the device was replaced with another v60 ventilator. No delay in therapy to a patient was reported. The customer did not diclose the patient information. This investigation is ongoing.